Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735225, a manufacturer representative (rep) went to the site to test the navigation system. The personal computer was noted to need replacement. Codes: b01, c07, d02 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the computer needed to be replaced. There was no patient involvement. Additional information was received. The computer was faulty, after a couple of minutes, "the computer component hit up" and the screen stopped showing the computer clear. "The computer component hit up" meant that the monitor screen was flickering.